Event description:
The patient called lifescan (lfs) and alleged that her meter was set to the wrong unit of measurement. The patient contacted her medical professional for advice. No treatment was reported. The patient stated that the meter was previously set to the correct unit of measurement. She reported that she had not recently changed the units of measurement in the meter settings mode; therefore, this case is being reported as a malfunction. However, there is no evidence of the meter contributing to a serious injury (no blood glucose results were reported that would indicate a serious injury. No injury or harm was alleged). A replacement meter is being sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.